Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl).nurse called on behalf of the patient,customer feels well and requires no medical attention. The customer's expected blood result is 300mg/dl-390mg/dl not fasting. Verified the strips expire 1/16/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 543mg/dl and 521mg/dl not fasting. Reviewed meter memory: hi (B)(6) 2016 05:48:00 pm fasting:no, 309mg/dl (B)(6) 2016 11:29:00 am fasting:no. Memory concerns:hi. Nurse does not know if the 309mg/dl is a fasting reading or not. There were only 2 results in the meters memory.